Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Visual analysis of the photographs identified: rupture: no observed opening s in the device. Capsular contracture: unable to confirm as it is a medical event not related to the device but observed biological tissue next to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported right side rupture and capsular contracture, baker grade IV,. Physician later reported right side not ruptured. The device has been explanted and replaced with a non-allergan brand.

Event description:
Physician reported, right side rupture. And capsular contracture, baker grade IV. Physician later reported, right side not ruptured. The device has been explanted and replaced with a non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: yellow particles on the surface of the shell, crease fold observed, deformation observed. No further actions are required, as the device was implanted.